Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act and esc buttons were not responding. Customer's blood glucose was 198 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.